Event description:
It was reported that the 2600 system had a battery charger error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery charger was replaced during the svc call. The system was tested, and found to working as intended, and put back into svc.